Manufacturer narrative:
(B)(4). Prosthetic valve endocarditis, with or without vegetation, is a serious complication of cardiac valve replacement and valve repair surgeries. In early cases of prosthetic valve endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. Process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards' multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards' valves as provided to customers. In this case, the explanted device was not returned to edwards for analysis. Without return of the device, edwards lifesciences is unable to confirm the clinical observation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. (B)(4).

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that a 23mm bioprosthetic aortic heart valve, implanted two months, 10 days, was explanted due to aortic valve endocarditis with aorto-atrial destruction. Patient returned to hospital on post operative day 53 with aortic annulus abscess and mrsa bacteremia. Patient had fever, blood cultures x 3 occasions positive for mrsa, his fever persisted and started to have delirium, hypotension to 80/30. Patient was transferred back to hospital 58 days post implant due persistent fever and mrsa bacteremia with suspected bacterial endocarditis. Intraoperative transesophageal echo showed complete dehiscence of the aortic annulus as well as aorto-atrial destruction. The posterior aspect of the aorta was found to be completely eroded by endocarditis up to the level of the left coronary artery. In addition, the fibrous skeleton of the aortic and mitral valves were completely dissolved there was communication from this region into the left atrium. The explanted device was replaced with a 25mm pericardial bioprosthesis. The patient also underwent mitral valve replacement with a 31mm non-edwards valve and reconstruction of fibrous cardiac body with hemashield graft. There were no intra or immediate post operative complications. The original reason for implant of the 23mm valve was due to aortic stenosis and post operatively was reported to have complications including atrial fibrillation and acute on chronic respiratory failure. Patient was discharged.